Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device was not implanted.

Event description:
Healthcare professional reported implant "ruptured." Device was not implanted and surgery was completed with a back-up device.